Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had discomfort at the ipg site. Surgical intervention took place on (B)(6) 2020 in which the ipg pocket was relocated to address the issue.